Event description:
At the 6 month follow-up (2007), the pt was experiencing angina pectoris. Seven months post-procedure (the following month), the pt reported he had a clinically driven staged procedure at another hospital. The procedure treated a 70% stenosis in the first obtuse marginal and a 70% stenosis in the first diagonal branch. A 70% stenosis in the distal lad was also treated with an firebird des. Post-procedure stenosis was 20%. The report is from the study. The pt was a male with 3 vessel disease and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The 1st target lesion was the proximal rca. The vessel diameter was 3.5mm and the lesion length was 20 mm. Pre-procedure stenosis was 85%. The lesion was de novo and concentric. The lesion was not pre-dilated. A cypher deployed at 16 atm and was post-dilated because it was not fully expanded. Post-dilation was conducted with a 4 x 13mm balloon at 22 atm. Post-procedure stenosis was 0%. The 2nd target lesion was the mid to distal left anterior descending artery (lad). The vessel diameter was 2.75mm and the lesion length was 50mm. Pre-procedure stenosis was 80%. The lesion was de novo, irregular contour and concentric. The lesion was not pre-dilated. A cypher was deployed at 16 atm and post-dilated because the stent was not fully expanded. Post-dilation was conducted with a 3 x 13mm balloon at 18 atm. A cypher was deployed at 18 atm and post-dilated because the stent was not fully expanded. Post-dilation was conducted with a 3 x 13mm balloon at 16 atm. Post-procedure stenosis was 0%. A cypher. Post-procedure stenosis was 0%. There were no procedural complications. The pt was discharged 4 days post-procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-01551. Add'l info will be submitted within 30 days of receipt.